Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of nine (9) years, 11 months due to aortic stenosis. The patient initially presented with heart failure. The tavr was performed with a 26mm 9750tfx transcatheter valve. Patient was stable post procedure.